Event description:
It was reported that at routine follow up externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. The lead was explanted.

Manufacturer narrative:
Only the distal portion of the lead was returned for analysis. External insulation abrasion breaching the svc lumen was noted at 38.6cm to 38.9cm from the distal tip. The etfe coating was intact in this area. Internal insulation abrasions with the re lumen breached were found at 8.0cm to 11.1cm and 12.1cm to 13.4cm from the distal tip.